Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that during service and repair/pre-testing, it was observed that the craniotome device bearing was damaged, the device foot was drilled into, and the laser was fading away; cosmetic damage. It was noted in the service order that the device had an unspecified malfunction. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.